Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to log in to the cabinet. Pharmacy staff reported that the newly appointed director of nursing, was unable to log in to mql and received an inactive user error upon login attempt. Mql was checked and showed the user as active. The user attempted to reset her password using the password reset link and received the temporary password via email; however, the temporary password also did not allow her to log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked the user¿s status in mql and confirmed that the account was showing as active. The user attempted to reset the password using the reset password link and received the temporary password email, but the temporary password still did not allow the user to log in. The pharmacy informed tss that the user planned to delete the current account and create a new one to determine if the user could log in successfully afterward. Tss reached out to customer for confirmation on whether the issue was resolved but had not received a response to the emails.